Manufacturer narrative:
Per internal review on 8 april 2026, it was determined that the h6 medical device problem code for "material separation" (a0413) no longer applies as the "detachment of device or device component" (a0501) already covers that one. This change was made because the brim cap detachment (which a0501 was applied for) includes the hemostatic valve. Furthermore, the photo analysis was completed on 13 april 2026. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer the brim cap, the hemostatic valve, and silicone ring, were separated from the original place. No other damage could be observed. The potential cause of the separation observed could not be determined. A device history record was performed for the finished device lot number 00003034 and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The provided image/video was reviewed and no root cause can be determined without sample evaluation. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a vizigo sheath and the brim cap and hemostatic valve came off while the sheath was being introduced in the inferior vena cava (ivc) over the guidewire. The physician pulled back the sheath. The sheath was replaced and the procedure continued. There was a 10-minute troubleshooting time. The procedure was completed. No patient consequences were reported.